Event description:
The customer reported that the unit failed to power up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A philips fse verified the failure. Replacement of the ac power module resolved the failure. The device passed all testing and remains at the customer site.